Manufacturer narrative:
Event occurred 1 to 3 months following implantation on an unknown date in 2017. Additional product code mqp. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a spinal fusion procedure including implant of a single opal interbody spacer at the l3/l4 level. One to three months after the surgery, the patient was involved in a traumatic event, believed to be a motor vehicle accident. It was determined that the opal spacer migrated posteriorly into the spinal canal. The surgeon monitored the patient since the event and decided to surgically remove the opal implant. The implant was removed on (B)(6) 2018. The patients continued follow-up with the surgeon is required to determine the extent of any injury from the event or the resulting explantation procedure. There was no surgical delay. Patient and surgical outcome were successful. This report is for one (1) opal spacer 9mm x 24mm 10mm height-revolve this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.